Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continual elevated blood glucose (bg). Bg value not provided. Due to event occurring in the past, troubleshooting could not be performed with tandem technical support. The customer declined to provide additional information regarding the issue.